Event description:
It was reported that during a pulsed field ablation (pfa) procedure a faradrive steerable sheath was selected for use. However, the valve from the sheath had a slow leak after inserted and dilator removed. The physician decided to replace the sheath and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to be returned for laboratory analysis, it was disposed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.